Event description:
According to the reporter: during laparoscopic surgery, the staple line had bleeding and had to be oversewn. According to the user facility maude event report, the case was a "serious injury" and indicates disability or permanent damage. No further details were provided.